Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose level was in the 390's mg/dl. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.